Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs) and spinal pain. It was reported that the patient was very displeased and the trial was perfect. There was a loss of stimulation in the left leg. When the patient would go to bed at night and lay on the right side he was fine. When he rolled over onto the left side he would lose stimulation on the left side. The change in stimulation was sudden. They had reprogrammed twice but they were not able to get it to stay on the left side. During the day stimulation was on the left side just fine. A manufacturing representative (rep) told them that once they put on adaptive stim (as) it should take care of the left side when he would lie down. When he tried to increase the stimulation to hit the left leg, it only increased the stimulation on the right leg. He had adjusted from 310 clear up to 73 and he was not able to keep a consistent number. It was also noted that shortly after implant the leads had slipped. The right lead had slipped down about 1/2 - 3/4 of an inch, and the left lead had slipped upward. This was confirmed by x-ray. The leads could be revised, but the patient did not want to wait 5 weeks to heal and then have to have the revision. Further follow-up is being conducted to determine the cause of the leads slipping and what actions or interventions were or will be taken. If additional information is received, a follow-up report will be sent. Additional information received from the healthcare provider (hcp) reported it was felt that the lead slippage was a result of the patient slipping on ice several days after implantation. Although, the patient felt it was due to his movements in bed while sleeping. The leads had been reprogrammed a couple of times and the patient would obtain adaptive stimulation settings on (B)(6) 2016. Additional information received from consumer reported the lead slipped on (B)(6) 2016. Three days after implant, the left lead slipped up and the right lead slipped down, but they were still able to program it and then the patient had good relief. Then, the consumer reported a loss of therapy that was occurring daily. This was related to positional movement as the patient felt this issue occur when they were hiking. There were no traumas or falls that could have been related to this issue. The programmer showed the stimulation was on. Trying to increase or decrease stimulation if medically appropriate did not resolve the issue. There was a sudden loss of therapy in the legs that occurred in (B)(6) 2016. The patient had good relief and then went hiking 1-2 weeks ago and his legs were sore from this. The patient though it might just be because he was exercising and hiking. Since the patient went hiking, he had to be on the maximum setting if he laid on the right or left side and it would not keep the patient relieved. Since the last week and a half or two weeks, the patient could not sleep at night since he went hiking because of the pain in his legs and it went down to the foot. The pain level was off the charts and the patient was on methadone and opiates. It was noted the patient was having depression from it before the implant, so that was why they put the implant in him. Now they might have to ramp up the methadone. On the day following the report, the patient was seeing the healthcare provider (hcp) and manufacturer's representative (rep). It was noted the patient wanted to see a different rep as the current rep was not able to get the stimulation without causing more pain. At this time, the patient said he had no pain relief for the last 1.5 months. Part of it might have been because the lead slipped, but part of it was how it was programmed. The patient said he was not getting anywhere and not happy. The patient stated it would be two months before anything could be done about his slipped lead because he was having radiation therapy. **please see manufacturer report #2649622-2016-00319 for information on the patient's concomitant system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.